Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcomm) using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra detachment device. During the procedure, a non-penumbra coil was placed into the target location. After advancing a smart coil into the target location, the physician accidentally used the other detachment device. After noticing the mistake, the physician switched to the handle and made an attempt to detach the smart coil; however, the coil did not detach. It was also reported that the physician attempted to manually detach the smart coil using hemostats and their hands, but the attempts were unsuccessful. Therefore, the smart coil was removed. Next, another smart coil was advanced into the target location. While attempting to detach the smart coil using the same handle, the coil did not detach. Therefore, the handle was removed. The procedure was completed using the same smart coil and a new handle. There was no report of an adverse effect to the patient.